Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results and a corrected report was issued. Siemens has requested log files for investigation. The customer stated that the measurement cartridge has been replaced. The cause of this event is unknown.

Event description:
The customer reported discrepant total hemoglobin results on the rp 500 compared to a non-siemens lab analyzer. There is no report of injury due to this event.

Manufacturer narrative:
The customer was not able to provide instrument logs or details on the instrument condition to determine the root cause of the thb result discrepancy. The customer notes that their other rp 500 instruments correlated well with rp 500 sn (B)(6) and their other non-siemens lab instruments correlated well with the non-siemens lab instrument in this complaint. The customer has stated that the discrepancy may be due to a difference in measuring methodology between the rp500 and the non-siemens lab instrument. Siemens sustaining engineering states that there is a well established bias between different methodologies for thb but there is not enough evidence to confirm this specific event.